Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a spark was seen from the electrode pads and the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device and electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of "the device displayed an ECG disabled message" was duplicated and the analog board was replaced to resolve the report. The device was recertified and returned to the customer. The customer's report of "sparks seen during the shock event" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. It is noteworthy to mention arcing during a patient shock is not a device malfunction but can be an indication of poor coupling between the patient and the pads. Poor coupling can be caused by various factors including but not limited to poor pad placement or poor patient coupling. Review of the device log showed all shock attempts were successful and within specification. Analysis of reports of this type has not identified an increase in trend.